Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the patient's implant on (B)(6) 2018, their coverage had only been in their hands and arms. The patient explained that if they increased their intensity to an uncomfortable level they could obtain coverage into their shoulders. The patient's pain pattern was in their neck only due to a failed cervical fusion. The patient's impedance returned normal results and after extensive reprogramming they were not able to move any coverage into the patient's neck. The neck pain remained at 100% and the coverage remained in their hands and arms. The issue was not resolved and surgical intervention did not occur and was not planned. Additional information received from a manufacturer's representative. It was reported that independent neck stimulation was a hard target area and therefore it was inevitable to get some arm stimulation as well. The representative met up with the patient to try and reprogram them but were unable to eliminate or greatly reduce the stimulation in their arms. No further actions were taken to resolve the issue and the representative noted that they didn't think there was anything they could do about the stimulation. They noted that hopefully the reprogramming would help their neck pain. Additional information received from a manufacturer's representative on (B)(6) 2018. It was reported that the patient had a lead revision on (B)(6) 2018. They removed the percutaneous leads and replaced them with a surgical paddle lead. The lead was now higher but still right sided so they suspected that their lack of stimulation therapy efficacy would continue. The patient's anatomy didn't allow for a more midline placement of the leads. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor who originally did the patient's implant "botched it". The patient stated that they "had to get it installed twice because the first time the paddle didn't reach far enough". The patient stated the healthcare provider (hcp) "couldn't get through the scar tissue". No further information was reported.